Event description:
It was reported that a customer experienced a malfunction alarm with their pump, noted as malfunction 12-0x2071. There was no adverse impact to the customer's blood glucose level. The device is being returned, and a replacement pump with a new serial number was provided to the customer to ensure uninterrupted insulin delivery.